Event description:
Same case as MFR's # 6000093-2004-948. It was reported that during a coronary drug eluting treatment procedure, it was noted that the stent delivery system was sticking on the guide wire. The indication for the procedure was angina. The pt had been admitted to another facility with a recent non-q wave myocardial infarction and was found to have complex bifurcating 90% proximal lad/diagonal lesions. The physician had advanced guide wires into the lad and diagonal lesions and performed predilations with a 2.25 x 15 mm stormer balloon at 12 atms for 30 seconds. An opensail 2.25 x 15 mm balloon catheter was also used for predilation. He then successfully deployed a taxus express2 8.8% 3.00 x 24 mm in the proximal lad at 12 atms for 45 seconds, leading to significant plaque shift into the diagonal vessel, but without compromise in the flow in the diagonal. The physician noted that during retrieval of the stent delivery system, it was sticking on the gti light support wire. The delivery device balloon was inserted for postdilation of the stent. Numerous guide wire and catheter exchanges were performed and it was then possible to traverse the diagonal lesion and stent it with a taxus express2 8.8% 2.5 x 12 mm drug eluting stent at 12 atms for 30 seconds. Again, it was noted that the delivery system and was sticking to the guide wire upon removal of the system. It was noted that the post-intervention stenosis in the proximal lad was 0% and 10% in the diagonal. There was no evidence of intimal dissection or intimal atheroembolization at the end of the procedure. No pt complications or injuries were reported.